Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was transferred to the hospital due to dizziness. Pacing failure was observed, where the device appeared to be pacing at 20 bpm. The patient experienced asystole of greater than two seconds during the event. The device was checked and no problems were noted; lead measurements were stable and within normal range. The rv pacing output was increased and the patient remained hospitalized for evaluation. A lead issue was suspected, but not confirmed.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.